Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05614. Same case as MDR ID# 2134265-2013-05611. (B)(4) study. It was reported that post a percutaneous coronary intervention procedure, the patient expired. (B)(6) 2008, 3 taxus express2 stents were placed in the proximal right coronary artery, mid right coronary artery and proximal left anterior descending artery. In (B)(6) 2012 the patient experienced arrhythmia and expired due to cardiopulmonary arrest. Additional information has been requested and is not available.